Event description:
A 28 gauge l-cath peripherally inserted catheter was inserted into the vein of a premature infant. The catheter met an obstruction approx 5-6 cm into the vein. When the catheter was withdrawn, the line was missing. X-ray showed the piece to be in the right atrium. The infant was transported to hospital where the piece was retrieved by a pediatric cardiologist through the umbilical vein. The pt is doing extremely well.